Manufacturer narrative:
Product ID: mc1vr01us. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. He delivery system was returned and analyzed and no anomalies were found. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) low r-waves were noted during several positioning attempts. A clot was observed at the cathode of the device and removed. While trying to flush what appeared to be a clot in the cup, the heparinized saline would not advance though the lumen. Additional force was applied to the plunger and saline began to rapidly leak out at the base of side port. The tether was unlocked and the flush came back out of the handle appropriately. When the tether was locked again the same leaking was observed. The leadless implantable pulse generator (ipg) and delivery system were removed and a new system was successfully used and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.